Event description:
This rv lead was implanted on (B)(6) 2014, and was abandoned on (B)(6) 2015, due to failure to capture. The physician was dr. (B)(6), at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).